Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump is unable to detect the reservoir in the compartment and delivers insulin when it is not supposed to. Customer's blood glucose was 53 to 63 mg/dl at the time of incident. Troubleshooting found that the customer recently had their settings changed by their doctor and the pump was able to correctly deliver a bolus. Customer does not feel comfortable with the pump and wants a new one. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the motor was tested outside the device and passed. The insulin pump passed the displacement accuracy test.

Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, a21 error test and displacement test. No motor error alarms or displacement anomalies were noted. The insulin pump was monitored for several days and no unexpected bolus delivery or movement of motor sleeve was noted. The insulin pump had cracked case at the display window corner, cracked display window, cracked battery tube threads and minor scratched lcd window.